Event description:
It was reported the intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). The iol was explanted and removed in two (02) pieces in a secondary surgical procedure due to complaint of mechanical failure. At explant, there was no patient injury reported, no suture(s), no vitrectomy, and no incision enlargement required. Through follow-up, additional information was received clarifying reported mechanical failure as milky blurred vision when reading and driving. It was also reported the patient complained of not being able to read street signs or newspaper print due to blurry, milky vision. The explanted dfr00v 21.5 diopter iol was replaced with a model z9002, 20.0 diopter iol. Patient outcome post-lens exchange was reported as good post-operative, patient happy with vision. No further information is available.

Manufacturer narrative:
Patient weight and ethnicity and race: unknown as information was not provided. The device was not returned for analysis therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation results was received, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 08-jan-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during explant. Further observation revealed a detached haptic. No further issues were identified. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. The lens diopter results obtained from the miq electronic system show that this production order (po) was released within diopter specifications. Historical data analysis: a search revealed that no other complaints have been received for this po number. Conclusion: as a result of the investigation, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.